Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of an intraocular lens (iol) the patient had various visual complaints such as obscurations , photopsia. The only pertinent finding is glistenings in the optics. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.